Event description:
A high drain error 101 alarm was identified in the log of a returned homechoice (hc) device. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed fill volume. The alarm occurred on (B)(6) 2014 at 12:50:58 during the patient's night drain one. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.